Event description:
Had pedicle screw implimentation put in 11/1/95. On going chronic pain since then. Also stress, duvess impotence since 11/1/95. Never without chronic pain, lose control of legs. Hot shooters down legs across lower back, upwards like a fan. Hot shooters are massive. Cannot sleep, up all hrs of the night. Lack of bowel control. Always have a cold. Growth of hair, nails increased since operation.